Manufacturer narrative:
Device investigation results are indicative of a broken coil wire. As the device was already not working at activation it is assumed that the implant was inadvertently exposed to significant mechanical stress during the implantation surgery which likely led to the observed device malfunction. Chronic movement of the device after implantation might have contributed to the observed outcome. The problems given in the recipient report seem to be congruent with the damage found. This is a combined initial and final report.

Event description:
During first fitting of the device the user was not able to detect any sound when the device was stimulated directly. The user has been re-implanted.